Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on both channels, resulting in inappropriate atrial tachy response (atr) episodes. It was noted this was likely due to a medical procedure this patient underwent. Atrial channel oversensing of ventricular signals was observed on a stored episode. This pacemaker remains in service. No adverse patient effects were reported.